Event description:
It was reported that a sensor-related error message appeared on pump while customer was using continuous glucose monitoring. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error message did not reappear after reset.